Event description:
Refrence number (B)(4). Event occured in kuwait. It was reported that the patient faced high blood glucose level event on (B)(6) 2026. The blood glucose level was 16.2 mmol/l and the patient was treated with insulin pump. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.